Event description:
The pt called lfs alleging that their one touch profile meter was prompting the "insert strip" message. The pt neither alleged harm nor experienced injury. They decided to visit their physician's office since they were unable to test with their meter. The physician referred them to the lab, where they were treated with glucose for low blood glucose levels. The customer service rep walked pt through troubleshooting and the meter would only prompt the "insert strip" message. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a med device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced. Senior med affairs specialist mailed a letter since the pt could not be reached for further clinical info.